Event description:
2002 mva: calcaneus and tibia fracture - orif at outside hospital - presented with infected calcaneus to dr. In 2003 dr I & d and removed hardware from the calcaneus. In 2004 dr did a tibial shortening, fibula osteotomy, orif nonunion. Allograft from lateral femoral condyle and bmp used then pt developed compartment syndrome and required a fasciotomy - infected 3 months later-multiple I & d's - 3 months later wound dehiscence - 2 months later wound dehiscence again - discharged with tobramycin impregnated cement spacer. Pt still remains with nonunion.